Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019 a review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: device with fluid and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of capsular contracture, baker grade unknown and inflammatory nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: found lump and leak on the right side. (B)(4).

Event description:
Patient reported right side "leak". Healthcare professional reported capsular contracture, baker grade IV and ¿possible extracapsular silicone leakage or a silicone induced granuloma." Device has been explanted.